Manufacturer narrative:
Additional initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. There was no presence of blood in the helium tubing and all connections were secured. The customer had not restarted the therapy and the console had been in stand-by for seven minutes at the time of the call. The customer was guided to press the ¿iab fill¿ key followed by the ¿start¿ key to resume therapy. The ¿help¿ key features were also reviewed. The customer noted the patient had been moving around quite a bit in the bed at the time of the call. A leg immobilizer was in place on the side of the insertion. It was noted that this had been the only alarm within the six hours the patient had been in the customer's care. It was later reported that the same alarm had occurred again. It was suggested the customer reduce the augmentation bas by one or two to reduce the sensitivity of the alarm and continue therapy. There was no patient harm or adverse even reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).